Manufacturer narrative:
Complete report name: maureen lohan-mullens. Occupation: nurse manager, msn, rn, nm. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated an unable to calibrate fiber optic sensor alarm. The insertion was reported to be axillary, which is not the method described in the device instructions for use. The customer was made aware of the off-label use and was informed that they would be troubleshooting as if it were a femoral insertion. They had not previously attempted any troubleshooting measures. The customer checked the connections and invoked a calibration, which did not resolve the alarm. They were also unable to aspirate the fluid lumen. It was explained to the customer that the catheter tip likely had a thrombus and they would need to use an alternate arterial source siting radial as the optimal choice. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period sep-19 through aug-21 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint #(B)(4).